Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off events on 09-may-2024. The first infusion set was in use for 12 hours. The glucose level was 450 mg/dl. No further information available.